Event description:
It was reported that the patient experienced fluid loss with the ams 700 series 3-piece inflatable penile implant (ipp). The ipp device was removed and replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.